Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit (iesu) involved with this complaint. The system was tested and verified as ready for use. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. There was no photo or video provided by the site for review. This complaint is considered a reportable due to the following conclusion: the integrated electro surgical generator unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the grounding pad symbol was staying red on the integrated electro surgical unit (iesu). The customer was able to confirm that an iesu power cycle and energy cable reseat has been done. As a work around they were using a covidien generator with the same energy cable and pad used with the iesu. The procedure continued as planned. There was no report of patient injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the system was inspected at power up. No issue with setup. Erbe generator stopped working after docking was completed. A covidien generator was used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduced the customer reported complaint. The unit energized and cauterized and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.